Event description:
It was reported that a patient underwent cardiac procedure and sustained a 3 percent bsa burn of her right leg after the device was detached from the warming blanket. Later inspection found that the warming device was blowing significantly hotter air than set temperatures. The outcome of the injury is unknown.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 evaluation codes: updated. No product or photographic evidence was provided for the investigation. Therefore, we cannot confirm the reported complaint. If we received the device, we will reopen the investigation and send a supplemental report. Based on the reported problems, the most probable causes would be either the device temperature control was out of calibration, or the device was improperly used. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Section a patient information updated, description of the event was clarified; section e initial reporter information was corrected. The device was not returned for evaluation and no pictures or other relevant information was provided to conduct an evaluation of the device. The service history was reviewed. The device has not been previously serviced. Search of the complaint database shows that one prior complaint has been received for the unit related to high temperature; however, the unit was not returned, and the root cause was unable to be determined. The complaint was unable to be confirmed. The root cause was unable to be determined.

Event description:
It was reported that a patient underwent a cardiac procedure and sustained a 3 percent bsa burn of her right leg after the level 1¿ convective warmer device was detached from a warming blanket. It is further alleged that later inspection found that the warming device was blowing significantly hotter air than set temperatures. The patient is reported to have undergone excisional debridement and split thickness autografting for wound closure to the burns on the right leg.